Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure, hyperglycemia or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 17.1 mmol/l (307.8 mg/dl). The pod was worn between 25 and 36 hours. It was noted that the pink slide did not move forward, but the cannula was visible. No information was provided on how the hyperglycemia was treated.